Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a normal follow up, multiple non-sustained, ventricular oversensing episodes were observed due to loss of either rv or lv capture. Programming changes were made. Patient was stable and will be monitored with routine follow up.